Event description:
The facility reported that the device overdelivered, set for 20ml, but the device delivered 22.5ml, found during biomed testing. There have been no incident reports filed since the last baxter service event. No add'l info.

Manufacturer narrative:
Evaluation results: the customer's reported condition of overinfusion was not confirmed or duplicated. The pump's full functionality was checked per specification before return to customer.